Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner cable was loose. A field service engineer reseated the scanner cable and it worked but found that the cable was in poor condition. Replaced the scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system barcode scanner was not working and machine was unusable for nursing staff. No other information was released by the customer. There were no adverse events or injuries reported based on this event.